Manufacturer narrative:
Batch review performed on 13 july 2021: lot 114072: (B)(4) items manufactured and released on 16-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery about 9 years and 5 months after primary due to stem loosening. The primary surgery exact date is unknown, it was in 2012. Some granuloma from abrasion were found in the hip, the hip system had a metal-on-metal bearing from a competitor. The revision surgery was completed successfully.